Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract procedure an ophthalmic operating console was not communicating with footpedal and ophthalmic handpiece and also exhibited loss of vacuum in phacoemulsification mode. The phacoemulsification tip was found clogged and exhibited low vacuum. The procedure was competed successfully using another phacoemulsification tip and console. It was also reported that patient required vitrectomy to remove the cataract portion that fell to the back of the eye and have a replacement lens sewn in. Additional information has been requested but none received till date. This report is for the phacoemulsification handpiece involved in this event.

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).